Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine runs on the 9800 system had incorrect labeling. No patient injury was reported.